Event description:
It was reported the patient's ipg was sitting at an awkward angle in the pocket site cause the patient some discomfort. The patient underwent revision surgery on (B)(6) 2013 to reposition the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.